Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in pacing inhibition was observed on the right ventricular (rv) lead. The patient is pacemaker dependent but has not experienced any symptoms due to the event. Lead provocation testing was performed, and the events were not reproducible. Additionally, an x-ray was performed and revealed no anomalies. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that the previously reported event of noise resulted in oversensing.